Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left circumflex artery. A 20x3.50mm rebel stent was advanced to treat the lesion. However, the device had difficulty approaching the lesion. When the device was pulled out, it was observed that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon was loosely folded with the stent secured between the markerbands. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. The tip is damaged. The distal end of the stent is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left circumflex artery. A 20x3.50mm rebel stent was advanced to treat the lesion. However, the device had difficulty approaching the lesion. When the device was pulled out, it was observed that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.